Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. It was recommended to the hospital to replace the ventilator interface board. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during the preoperative checkout, the unit alarmed and the tidal volume was not as expected. There was no report of patient involvement.